Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing with the occlusion tester, and event history log review; the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) seal, damaged battery compartment, scratched lens, and damaged remote dose connector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. After investigation the results indicated a reportable malfunction due to the damaged dso seal. The manufacturer representative replaced the dso seal, battery compartment, lens, and remote dose connector.

Event description:
It was reported that the battery compartment was broken. Per the reporter, the problem was noted when returning the rental to their premises during the usual restocking checks as well as annual preventive maintenance. The customer returned the product for the broken battery compartment, and during physical inspection it was found that the downstream occlusion (dso) seal was damaged there was no patient involvement and no patient harm.